Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the occlusion knob was frozen and would not move on the small roller pump. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) observed the occlusion knob to be over tightened. The srt removed and reinserted the occlusion knob retaining clip, which restored occlusion knob functionality. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.